Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)'), abortion spontaneous ('miscarriage'), crohn's disease ('crohn's disease') and genital haemorrhage ('abnormal bleeding (general)') in a 28-year-old female patient who had essure (batch no. 664667) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device (miscarriage) in (B)(6) 2015, multigravida and parity 4. Pregnant:- no. Urine pregnancy: negative. Previously administered products included for an unreported indication: acetaminophen, atropine sulfate, ibuprofen, oxycodone, percocet, hydralazine, fentanyl citrate, diphenhydramine and hydromorphone. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), crohn's disease (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal"), rash ("rashes or skin conditions type: skin"), allergy to metals ("nickel allergy"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), abdominal distension ("bloating"), hair growth abnormal ("hormonal changes: hair growth"), anxiety ("psychological or psychiatric conditions: anxiety"), migraine ("migraines / headaches"), anaemia ("blood or heart disorder conditions: anemia"), nausea ("nausea"), tooth disorder ("dental problems"), vision blurred ("blurred vision") and alopecia ("hair loss") and was found to have weight increased ("weight gain (currently with 77kg)"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), food allergy ("allergic or hypersensitivity reaction type:food sensitivities") and skin disorder ("rashes or skin conditions type: skin"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and cornuectomy, da vinci platform). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, crohn's disease, genital haemorrhage, vulvovaginal pain, food allergy, rash, allergy to metals, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, vaginal discharge, abdominal distension, hair growth abnormal, anxiety, migraine, anaemia, nausea, tooth disorder, vision blurred, weight increased, alopecia and skin disorder outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abortion spontaneous, allergy to metals, alopecia, anaemia, anxiety, crohn's disease, dysmenorrhoea, dyspareunia, food allergy, genital haemorrhage, hair growth abnormal, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, rash, skin disorder, tooth disorder, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal pain and weight increased to be related to essure. The reporter commented: plaintiff reported another pregnancy with essure (processed in the case 2019-139133). Current weight 170 lbs. It was reported that essure device was placed within each and deployed standard fashion with three coils extruding from each tubal ostia after procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Hysterosalpingogram - on 07-apr-2010: total bilateral occlusion. Pregnancy test - in (B)(6) 2015: pregnancy confirmed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc (product technical complaint) we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and abortion spontaneous ('miscarriage') in a 28-year-old female patient who had essure (batch no. 664667) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device (miscarriage) in (B)(6) 2015, multigravida and parity 4. Pregnant:- no. Urine pregnancy: negative. Previously administered products included for an unreported indication: acetaminophen, atropine sulfate, ibuprofen, oxycodone, percocet, hydralazine, fentanyl citrate, diphenhydramine and hydromorphone. Concomitant products included promethazine from (B)(6) 2011 to (B)(6) 2011 and tramadol from (B)(6) 2011 to (B)(6) 2011. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), crohn's disease ("crohn's disease"), genital haemorrhage ("abnormal bleeding (general)"), vulvovaginal pain ("vaginal"), rash ("rashes or skin conditions type: skin"), allergy to metals ("nickel allergy"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), abdominal distension ("bloating"), hair growth abnormal ("hormonal changes: hair growth"), anxiety ("psychological or psychiatric conditions: anxiety"), migraine ("migraines / headaches"), anaemia ("blood or heart disorder conditions: anemia"), nausea ("nausea"), tooth disorder ("dental problems"), vision blurred ("blurred vision") and alopecia ("hair loss") and was found to have weight increased ("weight gain (currently with 77kg)"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)"). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), food allergy ("allergic or hypersensitivity reaction type:food sensitivities"), skin disorder ("rashes or skin conditions type: skin"), depression ("depression"), acne ("acne"), feeling abnormal ("cloudy mind"), pyrexia ("fevers"), skin discolouration ("discoloration of skin") and rash macular ("red patches") and underwent cholecystectomy ("gall bladder losing"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and cornuectomy, da vinci platform). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, crohn's disease, genital haemorrhage, vulvovaginal pain, food allergy, rash, allergy to metals, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, vaginal discharge, abdominal distension, hair growth abnormal, anxiety, migraine, anaemia, nausea, tooth disorder, vision blurred, weight increased, alopecia, skin disorder, cholecystectomy, depression, acne, feeling abnormal, pyrexia, skin discolouration and rash macular outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abortion spontaneous, acne, allergy to metals, alopecia, anaemia, anxiety, cholecystectomy, crohn's disease, depression, dysmenorrhoea, dyspareunia, feeling abnormal, food allergy, genital haemorrhage, hair growth abnormal, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, pyrexia, rash, rash macular, skin discolouration, skin disorder, tooth disorder, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal pain and weight increased to be related to essure. The reporter commented: plaintiff reported another pregnancy with essure (processed in the case (B)(4)). Current weight 170 lbs. It was reported that essure device was placed within each and deployed standard fashion with three coils extruding from each tubal ostia after procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Pregnancy test - in (B)(6) 2015: pregnancy confirmed. Concerning the injuries reported in this case, the following one/ones were reported via social media: gall bladder losing, losing hair, depression, acne, cloudy mind, fevers, skin discoloration, red patches. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-apr-2020: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and abortion spontaneous ('miscarriage') in a 28-year-old female patient who had essure (batch no. 664667) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device (miscarriage) in (B)(6) 2015, multigravida and parity 4. Pregnant:- no. Urine pregnancy: negative. Previously administered products included for an unreported indication: acetaminophen, atropine sulfate, ibuprofen, oxycodone, percocet, hydralazine, fentanyl citrate, diphenhydramine and hydromorphone. Concomitant products included promethazine from (B)(6) 2011 to (B)(6) 2011 and tramadol from (B)(6) 2011 to (B)(6) 2011. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), crohn's disease ("crohn's disease"), genital haemorrhage ("abnormal bleeding (general)"), vulvovaginal pain ("vaginal"), rash ("rashes or skin conditions type: skin"), allergy to metals ("nickel allergy"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), abdominal distension ("bloating"), hair growth abnormal ("hormonal changes: hair growth"), anxiety ("psychological or psychiatric conditions: anxiety"), migraine ("migraines / headaches"), anaemia ("blood or heart disorder conditions: anemia"), nausea ("nausea"), tooth disorder ("dental problems"), vision blurred ("blurred vision") and alopecia ("hair loss") and was found to have weight increased ("weight gain (currently with 77kg)"). In (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)"). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), food allergy ("allergic or hypersensitivity reaction type:food sensitivities"), skin disorder ("rashes or skin conditions type: skin"), depression ("depression"), acne ("acne"), feeling abnormal ("cloudy mind"), pyrexia ("fevers"), skin discolouration ("discoloration of skin") and rash macular ("red patches") and underwent cholecystectomy ("gall bladder losing"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and cornuectomy, da vinci platform). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, crohn's disease, genital haemorrhage, vulvovaginal pain, food allergy, rash, allergy to metals, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, vaginal discharge, abdominal distension, hair growth abnormal, anxiety, migraine, anaemia, nausea, tooth disorder, vision blurred, weight increased, alopecia, skin disorder, cholecystectomy, depression, acne, feeling abnormal, pyrexia, skin discolouration and rash macular outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abortion spontaneous, acne, allergy to metals, alopecia, anaemia, anxiety, cholecystectomy, crohn's disease, depression, dysmenorrhoea, dyspareunia, feeling abnormal, food allergy, genital haemorrhage, hair growth abnormal, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, pyrexia, rash, rash macular, skin discolouration, skin disorder, tooth disorder, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal pain and weight increased to be related to essure. The reporter commented: plaintiff reported another pregnancy with essure (processed in the case (B)(4)). Current weight 170 lbs. It was reported that essure device was placed within each and deployed standard fashion with three coils extruding from each tubal ostia after procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Pregnancy test - in (B)(6) 2015: pregnancy confirmed. Concerning the injuries reported in this case, the following one/ones were reported via social media: gall bladder losing, losing hair, depression, acne, cloudy mind, fevers, skin discoloration, red patches. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: reporter added. Events: gall bladder losing, losing hair, depression, acne, cloudy mind, fevers, skin discoloration, red patches were added. Events of pregnancy, crohn's disease and genital haemorrhage downgraded to non-serious. On 20-mar-2020: no new information. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)'), abortion spontaneous ('miscarriage'), crohn's disease ('crohn's disease') and genital haemorrhage ('abnormal bleeding (general)') in a 28-year-old female patient who had essure (batch no. 664667) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device (miscarriage) in april 2015, multigravida and parity 4. In december 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), crohn's disease (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal"), rash ("rashes or skin conditions type: skin"), allergy to metals ("nickel allergy"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), abdominal distension ("bloating"), hair growth abnormal ("hormonal changes: hair growth"), anxiety ("psychological or psychiatric conditions: anxiety"), migraine ("migraines / headaches"), anaemia ("blood or heart disorder conditions: anemia"), nausea ("nausea"), tooth disorder ("dental problems"), vision blurred ("blurred vision") and alopecia ("hair loss") and was found to have weight increased ("weight gain (currently with 77kg)"). On (B)(6) 2009, the patient had essure inserted. In october 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), food allergy ("allergic or hypersensitivity reaction type:food sensitivities") and skin disorder ("rashes or skin conditions type: skin"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, crohn's disease, genital haemorrhage, vulvovaginal pain, food allergy, rash, allergy to metals, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, vaginal discharge, abdominal distension, hair growth abnormal, anxiety, migraine, anaemia, nausea, tooth disorder, vision blurred, weight increased, alopecia and skin disorder outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abortion spontaneous, allergy to metals, alopecia, anaemia, anxiety, crohn's disease, dysmenorrhoea, dyspareunia, food allergy, genital haemorrhage, hair growth abnormal, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, rash, skin disorder, tooth disorder, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal pain and weight increased to be related to essure. The reporter commented: plaintiff reported another pregnancy with essure (processed in the case 2019-139133). Current weight 170 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Pregnancy test - in october 2015: pregnancy confirmed. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc(product technical complaint). We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain (' pelvic pain'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)'), abortion spontaneous ('miscarriage'), crohn's disease ('crohn's disease') and genital haemorrhage ('abnormal bleeding (general)') in a (B)(6) female patient who had essure (batch no. 664667) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device (miscarriage) in (B)(6) 2015, multigravida and parity 4. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), crohn's disease (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal "), rash ("rashes or skin conditions type: skin"), allergy to metals ("nickel allergy"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), abdominal distension ("bloating"), hair growth abnormal ("hormonal changes: hair growth"), anxiety ("psychological or psychiatric conditions: anxiety"), migraine ("migraines / headaches"), anaemia ("blood or heart disorder conditions: anemia"), nausea ("nausea"), tooth disorder ("dental problems"), vision blurred ("blurred vision") and alopecia ("hair loss") and was found to have weight increased ("weight gain (currently with (B)(6))"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), food allergy ("allergic or hypersensitivity reaction type:food sensitivities") and skin disorder ("rashes or skin conditions type: skin"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, crohn's disease, genital haemorrhage, vulvovaginal pain, food allergy, rash, allergy to metals, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, vaginal discharge, abdominal distension, hair growth abnormal, anxiety, migraine, anaemia, nausea, tooth disorder, vision blurred, weight increased, alopecia and skin disorder outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abortion spontaneous, allergy to metals, alopecia, anaemia, anxiety, crohn's disease, dysmenorrhoea, dyspareunia, food allergy, genital haemorrhage, hair growth abnormal, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, rash, skin disorder, tooth disorder, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal pain and weight increased to be related to essure. The reporter commented: plaintiff reported another pregnancy with essure (processed in the case (B)(4)). Current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Pregnancy test - in (B)(6) 2015: pregnancy confirmed. Most recent follow-up information incorporated above includes: on 19-jul-2019: pfs received. New events added:hair growth, abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), pregnancy (stillbirth or miscarriage), food sensitivities, anxiety, rashes or skin conditions type: skin, migraines / headaches, anemia, nausea, dental problems, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, blurred vision, weight gain, bloating, crohn's disease, hair loss and device ineffective, patient¿s information, date of birth, essure removal date, lab tests, medical history added. It was reported that essure was removed. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.